Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his adc blood glucose meter "not working well" and "does not charge". Customer experienced a loss of consciousness and self-treated with glucose, biscuits and cereal with milk. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his adc blood glucose meter "not working well" and "does not charge". Customer experienced a loss of consciousness and self-treated with glucose, biscuits and cereal with milk. There was no report of death or permanent injury associated with this event.